Event description:
Allegedly, while a pt was recovering from surgery, the bed "suddenly and unexpectedly fell straight down to the floor". It is alleged that the pt suffered complications related to the incident and was returned to surgery.